Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturing date: 07/29/2008. Sterilization expiration date: 07/28/2012. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturing date: 11/14/2008. Sterilization expiration date: 11/13/2012. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis experienced baker¿s grade IV capsular contracture and implant rupture on an unknown side post procedure. As a result, replacement with allergan implants was performed, however, the date of explant is unknown. Lot/serial numbers (B)(4) were both provided, however, it was not indicated which was the complaint device. Therefore, manufacturer record evaluations will be provided for both numbers in h10, and section d will leave these values blank. If additional clarification is received in the future, then a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the lot and serial numbers were erroneously omitted from the supplemental report submitted on 10/17/2019. The impacted product was the left sided device. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation and developed capsular contracture associated. During evaluation of the sample, a crease was noted on the posterior view. Leak testing was performed and it revealed a tear measuring approximately 0.2 cm within the crease. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/17/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).